Manufacturer narrative:
The insulin pump was received with a blank display due to a disconnected interface board caused by physical damage to the case and end cap. The insulin pump could not undergo the displacement test due to the blank display. The insulin pump was received with a cracked and broken end cap, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window and a cracked case.

Event description:
The customer's sister reported via phone call that the customer's insulin pump was broken. The customer explained that the insulin pump was busted up and cracked at the battery cap. The customer may have dropped the insulin pump. The customer's blood glucose was 207 mg/dl. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.